Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. No potential root cause could be due to improper catheter leaching that can contributed to the any irritation of the bladder or patient discomfort requiring an analgesic. The device was not returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the foley catheter gave the patient urinary tract infection (uti¿s) and patient only received cunningham clamp from representative and type and brand of catheter was unknown. It was unknown what medical intervention was provided for urinary tract infection (uti¿s) and if the foley catheter contributed to urinary tract infection (uti¿s).